Event description:
General report received of an undocumented number of undocumented incidences of pressure monitoring kit connections coming apart. It was reported that there have been approx 8 incidences where the pressure tubings have disconnected at an unspecified area. It was reported that although they are aware that the connections need to be tightened before use and do so, the sets are loosening themselves into disconnecting both during pt use and also before pt use. Although requested, no specific pt info was available. No pt harm was reported. The customer voiced concern was that the sets could become contaminated.